Event description:
The pt tested the blood glucose on the suspect device and it was 211 mg/dl. Pt was given 14 units of nph and 6 units of regular insulin. 30 minutes later pt went into shock. Pt's spouse tested blood glucose on the suspect device and it was 212 mg/dl. The paramedics were called and they tested on their device and it was 29 mg/dl. Pt was taken to the hospital and given an IV.